Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an iliac artery. An unknown absolute pro self expanding stent system (sess) was advanced to the lesion. The thumbwheel was rotated and the stent partially deployed then resistance was noted with the thumbwheel not allowing the stent to fully deploy. The stent was deployed by moving the absolute pro catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The deployment issue was confirmed due to the presence of loctite on the handle components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported deployment issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.